Event description:
It was reported that the collected blood coagulated in the reservoir. The collected blood could not be re-infused. The account had a back up to use to complete the re-infusion with no allegation of adverse consequences.

Manufacturer narrative:
The device was discarded at the account. A quality investigation is ongoing. A follow up report will be filed when the investigation is complete.